Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, it was reported that the pediatric patient experienced inaccurate cgm values which occurred on (B)(6) 2024, an unknown number of days after the sensor had been inserted in the arm. The night before the day of the event the cgm reading was indicating an unknown low reading, and the patient's father treated with an unknown oral substance. After this, the patient experienced uncontrollable vomiting all night. There was no alteration in consciousness. The patient was seen at the pediatric ward the next morning and the patient was diagnosed with diabetic ketoacidosis. When a fingerstick was taken cgm was reading 68 mg/dl, and the blood glucose reading was 480 mg/dl. The patient was treated intravenous fluids, potassium, zofran, and insulin. Blood tests and an electrocardiogram (ECG) were done. The patient was discharged 2 days after the event. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. The reported glucose values fall within the d zone of the parkes error grid. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.